Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 - the pump was returned to the manufacturer and investigated by product analysis on 08/25/2015 with the following findings: review of the black box and download history did not reveal any errors, alarms or warnings related to the complaint. On investigation, the pump powered on to the verify screen per normal operation. The display screen was noted to be fully illuminated and legible without dimness, fading or discoloration. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.